Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. The obstruction on the rotor was removed to resolve and system check performed to confirm resolution. Number of people exposed: 1 patient. Number of people in or other than patient: 2 estimated. 3d dose absorbed (patient): 14.77 msv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that one of the magnets from the gantry cable chain had become unattached and was wedged between the cable chain and the cable chain tray. The obstruction was removed and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site successfully completed the pelvis spin & the lumbar level spin. However, when trying to obtain the thoracic levels, the imaging system aborted 2/3 of the way through the spin. This process was tried again two more times to get the thoracic levels but it aborted each time. It stops in the exact spot every time. Strangely, the scans transferred over to the navigation system and the site was able to navigate the thoracic levels without issue. There was a reported delay of about five minutes delay to re-attempt both spins. The gantry was opened and closed between the second and third attempt to see if that would help clear the problem but it still terminated. There were 2 additional spins that were taken on this patient due to the error. There was no impact on patient outcome.